Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: initial aware date of the event is (B)(6) 2019

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to loss of capture. The patient was stable.